Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, injector malfunction was noticed. The lens was not implanted. Additional information was requested, but no further information is available.

Manufacturer narrative:
Additional information provided in b.2., b.5., d.4., d.10., h.6. And h.11. According to the additional information received after submission of initial report, the injector malfunction was - the intraocular lens (iol) was stuck in the cartridge. There was no patient contact. The surgery was completed using another lens. Thus, this event does not meet criteria for reporting as a reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
According to the new information, the injector malfunction was - the intraocular lens (iol) was stuck in the cartridge. There was no patient contact. The surgery was completed using another lens.